Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing the device is not working properly and the blades are bent. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was found to have erratic rpms, the needle bearing was corroded, the reciprocating arm was worn, the control bar was not in position, and the calibration was out at the 0 reading. The motor, switch, plug harness assembly, eccentric shaft, fine adjustment cams, reciprocating arm, needle bearing, vespel bearings, and semi-circle bearings were replaced, and the control bar was adjusted and resolved the reported issue. The unit was manufactured in 2020 and has not since been returned for annual preventative maintenance in accordance with IFU # 06001810579. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.